Manufacturer narrative:
The devices and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the head was unavailable. A search of the complaint database found one prior report for the liner part and lot number combination. However, review of the as400 system show that at least 50 other devices from the reported lot that was manufactured in 1998 have been delivered and/or invoiced and can be reasonably concluded implanted without issue as no further reports are identified. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address poly wear and osteolysis, and to improve stability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.